Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 3, drain volume 3270ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The issue could not be duplicated during pal evaluation. A short simulated therapy was performed and completed successfully. The device was tested for volumetric accuracy and the fluid volume delivered to and removed from the simulated patient and was within the specification. The assignable cause for the reported issue of device failed heater bag temperature test was undetermined. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advance to next fill when slow or no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).